Event description:
The customer reported seeing a "fog or haze in the sterrad room". The asp technical service representative recommended that the customer discontinue using the system until the unit could be repaired. The customer stated that there were no physical complaints related to the reported haze. The asp field service engineer repaired the unit.

Manufacturer narrative:
The fse replaced the catalytic decomp filter. He ran an empty cycle that passed okay. There was no smoke or haze present. He verified that the system met specifications.